Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump doesn't always recognize that the door has been closed after being opened. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. During functional testing, 'device doesn't always recognize that the door has been closed after being opened' was reproduced. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower auxiliary latch switch is not functioning properly. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.